Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the stay safe connector. Patient did not receive any prophylactic antibiotics and has had no adverse effects. Sample was discarded; sample is not available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.